Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 11 mmol/l (198 mg/dl) while wearing the pod between 5 and 24 hours. The care giver reported being unsure if the cannula was properly seated in the infusion site (leg). Reportedly, the patient felt unwell overnight with nausea, headache, and muscle pain. The patient delivered a bolus between 0 u to 1 u of insulin prior to blood glucose levels rising. As treatment, the care giver reached out to the healthcare provider on may 17, 2026 who advised them to remove the pod and prescribed zofran for the nausea. Ketones were then measured at 1.3 mmol/l followed by 1.6 mmol/l taken 2 hours later, and 1.8 mmo/l another 2 hours afterwards). This led the care giver to contact the healthcare provider again for assistance. The healthcare provider advised them to replace the pod with a new one, whereby ketones decreased down to 0.3 mmol/l, followed by 2 hours later with a ketone level of ¿low¿. It was reported that the adhesive had been secure and that no insulin was smelled or felt on the skin. The patient¿s skin was neither red nor swollen after the pod was removed. In addition, the cannula appeared normal.